Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. Additional information was received indicating that the patient had fallen onto their left shoulder, which caused local swelling around the device and eventually led to pocket erosion. The system was revised in the hospital, and while no infection was observed, swabs were taken for further analysis. The patient was treated with antibiotics. As of today, the system remains in service. No additional adverse patient effects were reported.

Event description:
Additional information recieved that the entire system was fully explanted due to infection. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
---